Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received. Reportedly, the cartridge was filled with 150 units of insulin. Additionally, it was reported that the cartridge was leaking. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided regarding these events.